Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous common femoral artery. During deployment of the 6.0x150mm absolute pro ll self-expanding stent over a 0.014 guidewire with the thumbwheel, the stent could not be deployed any further and only partially deployed. The handle was disassembled and the stent was manually deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure and reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 6.0x150mm absolute pro ll self-expanding stent was advanced over a 0.014 guide wire. The stent could not be deployed any further and only partially deployed. It should be noted the absolute pro ll peripheral self-expanding stent system instruction for use (IFU) states: use only 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system and / or lead to deployment failures, including partial deployment. The deviation of the IFU likely contributed to the reported difficulties. It is likely that use of the undersized 0.014" guide wire in conjunction with interaction with the moderately calcified and moderately torturous anatomy resulted in the device becoming bent in the anatomy, resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Further manipulation of the compromised device in attempts to deploy the stent resulting in the noted smashed axel spools. The reported handle disassembly and manual deployment of the stent resulted in the noted device damages (stent sheath kinks, outer member kink, hypotube bends) ultimately resulting in the reported/noted sheath material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently after the initial report was already filed, it was noted that the sheath separated during deployment. No additional information was provided.